Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a consumer regarding a (B)(6), male patient who was receiving morphine (dose and concentration unknown) via an implantable pump for non-malignant pain. At implant on (B)(6) 2016, the morphine level was set too high. The patient didn't have any pain but could not urinate and had to go to the emergency room (ER) to get a catheter on (B)(6) 2016. The healthcare provider (hcp) removed 1.5l of urine. The patient had to return again on (B)(6) 2016 because he still couldn't urinate on his own. He was catheterized and they removed not quite a liter. On an unknown date in (B)(6) 2016, the patient followed-up with a urologist who discovered he had an enlarged prostate in addition to the morphine side effects. The patient saw their managing physician and he reduced the morphine to the minimum amount. On (B)(6) 2016, the patient was in pain and needed breakthrough pain medication. On (B)(6) 2016, the patient was seen by his managing physician and he increased the pump medication by 25%. The physician did not want to prescribe any more oral oxycodone. On (B)(6) 2016, the patient had a "tremendous loss of stamina" stating things he used to do exhausted him. The patient could not walk without being extremely exhausted. Taking the garbage to the driveway exhausted him and he was not used to being tired all the time. It had been a gradual onset. The situation was being addressed by his hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.